Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique ( tensioning angle not coaxial) or suture/ nick damage. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery was done with two proglide devices using the pre-close technique via a 6fsheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. The sheath was upsized to a 14f sheath and the tavi procedure was completed. Reportedly, post procedure, one of the pre-placed proglide sutures broke during knot advancement. An additional proglide device was attempted, but the suture broke during plunger removal. An additional proglide device was successfully deployed and used with the remaining pre-placed proglide suture to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.